Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage/no external power alarms occurring while the mobile power unit (mpu) was in use was confirmed via the provided log file. The log file contained data spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. A low voltage hazard alarm was observed on (B)(6) 2023 while the mpu was in use. This alarm appeared to have been caused by a loss of power, as the voltage within both power cables steadily decreased; however, the voltages values returned within their expected ranges within approximately 2 seconds, and a ¿no external power¿ alarm was not active at this time. Within the same second, the patient¿s voltage values steadily decreased again as a result of a power loss while the mpu remained in use, resulting in a no external power alarm approximately 5 seconds later. This alarm resolved within approximately 2 minutes when power was restored to the system, and the backup battery appropriately operated the system during this time. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that device interrogation showed multiple low voltage advisories with a no external power alarm. The patient stated that they did not hear any alarms. The log file captured low power hazard / no external power events on (B)(6) 2023. These were caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events.